Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the around objective lens had a chip was cause traced to component failure and for pipe protecting forceps elevator wire (k-pipe) had foreign objects was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that adhesive around objective lens had a chip and pipe protecting forceps elevator wire (k-pipe) had foreign objects. There was no patient involvement.